Event description:
It was reported that this brady lead was a case of an attempted implant in the left bundle branch placement due to the increasing pacing threshold outputs upon device check. In addition, the helix could no longer be inserted into the myocardium during repositioning attempt. This brady lead was found to have tissue stuck on the helix after this lead was removed outside the patient. This brady lead was replaced with the same model, not implanted and will not be returned. No adverse patient effects were reported.